Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device was nearing recommended replacement time (rrt). It was questioned why the device battery didn't last longer given the current programmed settings. It was noted that this was the first patient visit to this clinic so the past programming history was unknown. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device was pre/approaching elective replacement indicator elective replacement indicator (eri). The weekly battery voltage trend data shows minimum battery=2.96 to 2.64 volts minimum between 03-jan-2012 and 15-jan-2013 is before device recommended replacement time (rrt) <(><<)>= 2.62 volts. (B)(4).